Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: they are experienced bariatric surgeons and they wait for 15 sec before every firing. They want to create the pouch with white reloads now. They did it already two times and that went good. We are still cautious in downgrading reload color on the pouch because blue always was the good one.

Event description:
It was reported that during bypass procedures "we advised to use blue reloads on the stomach to create the pouch. Unfortunately, per ¿ op they see bleedings and they 'threat' them directly of course. But they also experienced multiple post ¿ op bleedings since the conversion." It is unknown if another like device was used to complete the procedure.